Event description:
According to the distributor's report, device was used to close a forehead laceration. During application, the adhesive contacted the pt's eye and glued it partially shut. No further info is reported.